Event description:
An attempt was made by a police officer to respond to a witnessed cardiac arrest. Allegedly after the "connect electrodes" display appeared, the device indicated 'low battery' and turned off. The user attempted to turn the device on again with the same results. An ambulance arrived approx 4 minutes after the pt's collapse and took over resuscitation efforts. Four countershocks were administered using the ambulance defibrillator. The pt was not resuscitated.